Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported left side breast is "firm and looks abnormal due to capsular contracture" baker grade unknown. Healthcare professional later reported "rupture". Device has been explanted.

Event description:
Patient reported left side breast is "firm and looks abnormal due to capsular contracture." No treatment has occurred. Healthcare professional later reported "rupture". Additionally, patient reported back pain, "bleeding from the left inframammary crease incision," "implant appears to be dropping," "some glandular ptosis over the implants." Device has been explanted.

Manufacturer narrative:
Device analysis: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the patch/shell bond edge side assessed as an unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Migration: unable to confirm as it is a medical event not related to the device. Bleeding: unable to confirm as it is a medical event not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Black particles observed in the gel. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: b.5, b.6, b.7, d.9, d.10, e.1, e.2, h.3, h.6.